Event description:
It was reported that the right ventricular lead exhibited oversensing, which was suspected to have contributed to inhibition of pacing. The patient was asystolic for several seconds. The lead remained implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).